Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming.

Event description:
It was reported that the staples were jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed evidence of use in the form of biological material. The trigger was not returned engaged. The stapler was returned with 17 staples in the cartridge, indicating that at least 18 staples were fired by the customer. No defects or anomalies were observed with the device. A dimensional inspection was not required as a part of this complaint investigation. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. All four remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device history review for the product visistat 35r 6/box lot #73b2200288 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. The reported complaint of misfire/jamming - staples not firing could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. No further action will be taken. Teleflex will continue to monitor and trend on complaints of this nature.